Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic ventral hernia repair, while tacking after mesh was placed on peritoneum, the handle made a grinding noise and there were difficulties with loading the reload onto the handle. The surgeon appeared to be doing everything right. Once the device grinded, the staff took off the reload and dry fired the device and not use that load. They were able to finish the case on the same handle but the very last one grinded the worst. To complete the case, they put new reloads onto the device but it would grind with multiple new reloads and the surgeon did everything right. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device noted no the timing was disengaged. The handle could be actuated and the unit cycled properly with no device loading unit (dlu) present. Additionally, the articulation knob functioned properly. A test dlu could not be loaded due to the disrupted timing of the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to excessive manipulation or to improper loading of the sulu, indicated by the scratches on the inner tube of the dlu. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.